Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08792. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that it is unknown how long the user facility used the disinfectant. Therefore, the reported event was determined to be due to usage of disinfectant at the user facility, not the from the device defect. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
No device was returned and no field service representative was dispatched as the customer corrected the reported lcg usage light issue by changing out the disinfectant solution. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. If additional information becomes available this report will be supplemented accordingly. To mitigate the reported problem- the instruction manual provides the following: before starting the reprocessing process, always confirm the program no. Display of the main control panel and the info display (wash/cycle, dis/day, temp c) of the sub-control panel. Press the info sel on the sub-control panel to select program info and check the cleaning time, disinfecting time, and disinfectant temperature. Then, press the info sel again to select lcg usage and check the disinfection operation count and elapsed day count. If disinfection operation count or elapsed day count is not properly, the endoscope may not be sufficiently reprocessed.

Event description:
The technical assistance center was informed by the facility that the lcg (disinfection solution) usage light from the endoscope reprocessor unit came on prematurely. The customer was not sure how long the lcg been used. The customer correct the issue by changing the disinfectant solution. No patient injury, infection or harm was reported.